Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, and it was unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective rail and the drawer was not opening smoothly. The field service engineer replaced the right universal rail and inseparable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.